Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection isa known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. (Placement date approximately (B)(6) 2019). On (B)(6) 2019 it was reported patient had (B)(6) at the stoma site. The patient was discharged from hospital (B)(6) 2019. During a follow-up phone call from the hospital on (B)(6) 2019, the patient reported redness, hardness, pain and secretion at the stoma site. The patient started unknown oral antibiotics on (B)(6) 2019. A bacterial test was taken with the result (B)(6) of (B)(6) (multi-resistance). (B)(6) only located at the stoma site, tests in other locations were (B)(6). Another unknown oral antibiotic was initiated on (B)(6) 2019 to be taken for 15 days, and new (B)(6) test will be taken. On (B)(6) 2019 the patient reported to have no pain, limited secretion and only trace of redness observed.